Manufacturer narrative:
The device currently remains in service. The report will be updated upon any additional information that is received from the field.

Event description:
It was reported that the device was showing abnormal battery depletion due to high percentage of use. During the last follow up in november, the device had shown 4 years of longevity, for the first 7 years. On december 5, the device had shown 2 years of longevity. The patient is pacemaker dependent.